Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description, part number, lot number. Himax 18mm x 18mm x 18mm - sterile kit, 7118-1818kt, 500184. Himax 18mm x 18mm x 18mm - sterile kit, 7118-1818kt, 102888. Himax 18mm x 18mm x 18mm - component, 240008ep, 102887.

Event description:
Doctor reports that on (B)(6) 2018 he performed a n-c fusion of the medial, intermediate, and lateral cuneiforms to the navicular bone using 2 himax 18mmx18mmx18mm staples and 2 himax 15mmx15mmx15mm staples. He says that one of the 18mm himax staples broke on the proximal leg at some point post-operation. Doctor reports that fusion did occur in the joint between the medial cuneiform and the navicular bones.